Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a chronic descending thoracic aortic dissection. It was reported that the patient had progressive dilatation of the aorta at the distal end of the thoracic stent graft with subsequent septal tear and aneurysm formation. The patient was offered and opted for an endovascular exclusion of the septal perforation and aneurysm formation as well as exclusion of a hypogastric aneurysm. This was performed without complications at approximately 4 years post implant. Postoperatively the patient recovered well. It was reported that a CT scan two days later noted a small amount of contrast within the false lumen in the area where the septum was disrupted and radiology stated that this may represent residual contrast from the patient¿s recent surgery rather than active contrast flow through the dissection septum. The patient was discharged home, stable the next days. The patient¿s daughter reported that the patient had passed away. No further information is available. Please note that this model number tc3636c150xc is not approved in the united states; however, it is similar to the vamc3636c150te which is approved in the united states.

Manufacturer narrative:
(B)(4).